Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not received for evaluation. The root cause of the access site bleeding was unable to be determined as product not returned and limited clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella access site and angle re-matching and skin re-suture sutures were applied to achieve hemostasis. The impella cp was explanted to address the issue. The patient survived the procedure.